Event description:
It was reported that the patient presented for follow up with low pacing impedance measured in the right atrial lead. The lead also exhibited over-sensed noise, consistent with suspected insulation breach. The patient was scheduled for replacement and the lead was capped on (B)(6) 2024. The patient was stable.